Event description:
The patient presented to follow-up with noise on the ventricular channel. The noise is indicative of a lead fracture. Technical services discussed abstaining from high voltage charging and admitting the patient for a lead replacement.